Manufacturer narrative:
Continuation of d10: product ID 977d260, lot# va32x66018, serial# unknown, product type: screening device. Product ID neu_stylet_acc, serial# unknown, product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported they have returned the devices.

Manufacturer narrative:
H3: product ID 977d260 serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977d260, lot# va32x66018, product type: screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(6), ubd: 30-jan-2029, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lead was "not connecting" to the wens when intraoperative testing was performed with the lead.  They tried switching the ports in the wens, but it still would not connect.  The cause was not known.  There was no adverse outcome to the pt.   The rep reported they had possession of the lead and would be returning it for analysis. On 2025-jun-11 the rep provided additional information including patient and device information. Rep confirmed / clarified they could not test impedances because the lead connectivity test was unsuccessful; it would not connect. The rep confirmed that the replacement lead was used in the same wens and they were able to connect and get impedance results within normal limits, so they were able to rule out the wens as a cause. Since the wens was used and working, it will not be returned for analysis. There was no evidence of damage to the lead packaging prior to it being opened. The rep confirmed they got this information on the date of service.